Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris pump module smartsite infusion sets experienced check valve malfunction. The following information was provided by the initial reporter: primary started, hung IV mag as secondary. Noticed the drip was running fast, adjusted primary to slow it down. Realized mag was running up into the primary line. Line unhooked from patient, l capped, pulled everything out of the room. Primary line has a faulty one way valve.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 31-mar-2022. H6: investigation summary one primary tubing (model #2426-0007) and one secondary tubing (model #11448964) were returned by the customer. It was reported that they noticed the drip was running fast, adjusted primary to slow it down. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2426-0007 lot number 21129748 was performed. The search showed that a total of 24,903 units in 1 lot number was built on 05jan2022, and a total of (B)(4) units in 1 lot number was built on 23dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11448964 lot number 21123225 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 4 bd alaris pump module smartsite infusion sets experienced check valve malfunction. The following information was provided by the initial reporter: primary started, hung IV mag as secondary. Noticed the drip was running fast, adjusted primary to slow it down. Realized mag was running up into the primary line. Line unhooked from patient, l capped, pulled everything out of the room. Primary line has a faulty one way valve.